Event description:
It was reported that there was high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.